Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was failed to communicate. A technical support specialist (tss) dialed into the station to address a time server repair issue. The station was flagged for maintenance, and the steps outlined in the knowledge article "retry - insert into purge.purgestatistics" were completed. During troubleshooting, it was discovered that the device was in retry mode, which prevented it from sending data to the server. The issue was corrected, and communication with the server was successfully restored and verified. The system functioned as intended after the technical support specialist troubleshot the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine was not communication with system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.